Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of the insulin pump came out during priming. Blood glucose level at the time of the incident was 189 mg/dl. The customer stated that the insulin pump had been dropped. Customer stated that he pushed the part back in, but it pushed out again. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, cracked lcd window and cracked end cap. Drive support disk was inspected and no anomaly was noted.